Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting abnormally high pacing impedance measurements. An x-ray taken showed the lv lead had fractured near the suture sleeve. For the time being, the physician deactivated the lv lead and it remains implanted in the patient. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated surgical intervention was later performed and the left ventricular (lv) lead was abandoned and replaced. No additional adverse patient effects were reported.